Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an aortic arch aneurysm using two conformable gore tag thoracic endoprostheses. Prior to the implantation of endoprostheses, a gore excluder aaa endoprosthesis contalateral leg component (pxc121000j/14343247) as a chimney was deployed in the brachiocephalic artery and a branched endoprosthesis (of unknown manufacturer) was implanted in the left common carotid artery to maintain blood flow to the branch vessels in the aortic arch. Additionally, the left subclavian artery was coil-embolized. Two endoprostheses were deployed in the thoracic aorta. Intra-procedure imaging revealed a proximal type I endoleak, and the aortic arch was embolized using n butyl-2-cyanoacrylate (nbca) and coils to treat the endoleak. A small endoleak persisted, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2016, the patient suffered from paraplegia. Reportedly, a cause of paraplegia was unknown. Spinal drainage was performed to treat the paraplegia, but it still persisted.